Event description:
It was reported that during a stenting treatment procedure, deflation difficulties, withdrawal resistance and balloon dislodgement occurred. The target lesion was located in the left popliteal artery. The lesion was predilated with a 3.0x20mm non bsc balloon and then a 4.00x38mm taxus liberte long stent delivery system (sds) was advanced to the lesion. The stent was deployed in the lesion at 12atms for 20 seconds and it was noted that the stent was well positioned and apposed in the lesion. When the physician attempted to deflate the balloon he experienced deflation difficulties and the balloon was only partially deflated when it was removed from the deployed stent. While pulling the device back into the sheath, the physician experienced withdrawal resistance and the balloon dislodged from the sds inside of the sheath. The dislodged balloon was successfully removed from the patient while it was still inside of the sheath. It was noted that the stent remained successfully implanted in the lesion. The procedure was completed at this point with no patient complications reported. The patient's current condition is fine.

Manufacturer narrative:
Device evaluated by MFR: received product consisted of a taxus liberte stent delivery system (sds) in two pieces. The separation occurred within the mid-shaft section of the sds (distal portion 54.2 cm, proximal portion 116.3 cm). The balloon was bunched at the distal cone, loosely folded with dried blood and contrast, consistent with a device that was exposed to positive (inflation) pressure. The distal outer was stretched and necked down a total length of 1mm, 27.3 cm from the distal tip. The mid-shaft was stretched and had an overall length of 26.5cm. The joint between the corewire and the hypo-tube as well as the mid-shaft were kinked at the distal end of the hypo-tube. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure deflation difficulties, withdrawal resistance and balloon dislodgement occurred. The target lesion was located in the left popliteal artery. The lesion was predilated with a 3.0x20mm non bsc balloon and then a 4.00x38mm taxus liberte long stent delivery system (sds) was advanced to the lesion. The stent was deployed in the lesion at 12atms for 20 seconds and it was noted that the stent was well positioned and apposed in the lesion. When the physician attempted to deflate the balloon he experienced deflation difficulties and the balloon was only partially deflated when it was removed from the deployed stent. While pulling the device back into the sheath, the physician experienced withdrawal resistance and the balloon dislodged from the sds inside of the sheath. The dislodged balloon was successfully removed from the patient while it was still inside of the sheath. It was noted that the stent remained successfully implanted in the lesion. The procedure was completed at this point with no patient complications reported. The patient's current condition is fine.